Event description:
The hcp reported that, the patient's catheter was explanted and replaced due to a catheter fracture. An elective pump replacement was done at the same time. No device troubleshooting was performed. The patient recovered without sequela. The drug contained in the patient's pump was morphine.

Manufacturer narrative:
.